Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller discovered the impedance issue during a normal check with the patient and is seeking more information on troubleshooting impedances. Rep reported high impedances on 02, 03, and 23 were out of range high. The caller stated that the patient was getting good therapy on all bipoles and she was programmed using the electrodes that were out of range. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the high impedances were undetermined. It was unknown what steps were taken to resolve the high impedances, but the patient did have stimulation.